Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the imip doctor (B)(6) does not agree with the use of the sheath that comes in the kit as the fitting of the sheath with the balloon is not perfect. Dr. Complained that the kit's polyurethane sheath had a smaller diameter than necessary. A separate sheath, cw-08903, was sent as an alternative if the doctor needed it. There was a report of patient death; however, dr. (B)(6) judged that the product did not cause the death of the patient who was already hospitalized with health problems. The physician reported that the complaint involves only the performance of the product.

Event description:
It was reported that the imip doctor (B)(6) does not agree with the use of the sheath that comes in the kit as the fitting of the sheath with the balloon is not perfect. Dr. Complained that the kit's polyurethane sheath had a smaller diameter than necessary. A separate sheath, cw-08903, was sent as an alternative if the doctor needed it. There was a report of patient death; however, dr. Diogo ferraz judged that the product did not cause the death of the patient who was already hospitalized with health problems. The physician reported that the complaint involves only the performance of the product.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint that the "fitting of the sheath with the balloon is not perfect" is not able to be confirmed. The customer photos were reviewed and there were no findings or evidence to confirm the reported complaint. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.